Manufacturer narrative:
H6: device codes (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient and the cause of the shocking and burning was unknown. The rep said it certainly is not related to the stimulator. The rep also said there was no resetting of the settings. The patient was being referred to a neurologist. The rep clarified that the leads were messed up meant that one lead had a couple of impedances which may have been documented in 2017. The device was not going to be replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4). Implanted: (B)(6) 2012. Product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted:(B)(6) 2012. Product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient was having issues with the stimulation. The patient clarified that they experienced burning where the battery and leads are. The patient said they are getting tingling in their brain and have been shocked really bad one time and shocked another time, but it was not as bad. The patient went to the emergency room because they were having a severe migraine and they wanted to do a spinal tap. The patient said after the spinal tap, the manufacturer representative (rep) and hcp told the patient the leads were messed up. The patient said the leads were not supposed to be used going forward. The patient believed they had now activated the leads that are messed up and that may be causing the burning, tingling, and shocks. The patient had an x-ray but were told they didn't see anything on that. The patient downloaded the book and from reading it thinks they may have reset their settings to a previous setting that shouldn't be saved as part of the patient's programming. The patient was not sure why the settings were left on the device if the leads are messed up. The patient turned the device off and still experienced tingling, burning, and shocking at times. The burning began before the (B)(6), the tingling in the brain began around (B)(6) 2018, and it was unknown when the shocking began. The patient did not know when the leads messed up and severe migraine occurred. The rep said the patient hasn't been seen since (B)(6) 2017 and at that time the patient was evaluating a referral to a neurosurgeon for a revision. The rep said nothing was done to the patient's brain then or now. The patient has an appointment scheduled for (B)(6) 2018. Additional information was received from a manufacturer representative (rep). It was reported that the patient saw the physician and was not getting any stimulation in her brain. The leads 8-15 are not programmed and there are no electrodes programmed on that lead so no stimulation is firing. The rep stated the 0-7 lead provides stimulation in the patient's right leg and knee. The hcp was recommending the patient have the device removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins is currently being unused in the patient's body. The patient has not been able to find a hcp willing to explant the device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (b)(46) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a problem. Patient explained that she was suddenly getting shocked. Patient noted she was getting shocked all over and something was wrong with the stimulator. Patient confirmed this issued happened in (B)(6) 2018. Patient reported getting burned. Patient reported that if she moved a certain way she got different intensities of shocks in different spots. Patient reported getting diarrhea depending on when she got shocked in the stomach, intestines. Patient reported severe migraines. Patient reported it also messed her with heart at times. Patient reported she swore it dropped her oxygen level. Patient reported she tried bringing these problems up with their hcp in september when all these issues started. Patient reported the hcp denied that the ins was related to the patient's problems. Patient reported they met with their manufacturer's representative (rep) and they told the hcp that the patient's leads were running higher than where they should be. Patient reported she did not want to do a revision and wanted the ins removed. Patient confirmed she has turned off the ins and it was helping with vomiting. Patient reported that when she turned ins off it helped her walk better because her back wasn't burning severely. Patient noted again that depending on how she moves, it could increase or decrease the shocks. Patient reported she was getting shocked and burned in her feet right now. Patient reported it was like she got a snowball on her back and face. No further complications were reported/anticipated.